Manufacturer narrative:
Batch review performed on 03 febr 2025. Lot 2307561: (B)(4) items manufactured and released on 12-oct-2023. Expiration date: 2028-09-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: anatomical shoulder system 04.01.0089 double eccenter (k170910) lot 2345858: (B)(4) items manufactured and released on 23-feb-2024. Expiration date: 2029-02-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Anatomical shoulder system 04.01.0092 metal humeral head ø44 (k170910) lot 2001820: (B)(4) items manufactured and released on 28-jul-2020. Expiration date: 2025-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had a primary shoulder surgery on (B)(6) 2024. On (B)(6) 2024, while in physical therapy, it was observed that the baseplate cut out posteriorly and the cause is unknown. The surgeon converted the patient from a reverse to a hemi. The surgery was completed successfully. On (B)(6) 2025, the patient has been reporting pain and lack of range of motion to the surgeon. The surgeon has requested a custom glenoid baseplate to alleviate the patient's pain. The patient will undergo a 2nd revision surgery.

Manufacturer narrative:
Information added in this fu: - event description. - date of explantation.

Event description:
Updated decription of the event: the patient had a primary shoulder surgery on (B)(6) 2024. On (B)(6) 2024, while in physical therapy, it was observed that the baseplate cut out posteriorly and the cause is unknown. The surgeon converted the patient from a reverse to a hemi. The surgery was completed successfully. On (B)(6) 2025 , the patient has been reporting pain and lack of range of motion to the surgeon. The surgeon has requested a custom glenoid baseplate to alleviate the patient's pain. On (B)(6) 2025 , the patient underwent revision surgery. Custom reverse glenoid, liner and metaphysis were implanted.